Event description:
The customer reported that during a pt's hemodialysis treatment there was an alleged hemolysis incident. The nephrologists stated that, the cause of the alleged hemolysis was most probably due to a kinked blood line. Facility's registered nurse, nurse mgr, stated that the treatment started at 11:38 a.m. And the pt was given a loading dose of 1000 units of heparin, no other heparin was given during her treatment. At 12:32 p.m., the pt complained of abdominal discomfort and needed to go to the restroom. The treatment was resumed at 12:46 p.m. The pt completed the treatment at 15:00 p.m., without any further problem. At 15:09 p.m., it was noted that the pt's face was flushed. The pt denied feeling bad except for having diarrhea earlier. At 15:28 p.m., the pt's face was still flushed, but her lips were slightly bluish. At 16:09, the pt's temperature was increasing. At 16:15 p.m., the pt was transported to the local emergency room.